Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia.  The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv.   In this case, the event appears to be related to patient factors (minimal distance between the native annulus and the coronary ostia [9.5mm]) and procedural factors (device manipulation).  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
A planned transfemoral tavr with a 23mm sapien 3 valve. The patient¿s left coronary measured 9.5mm and a decision was made to protect the left coronary sinus. An undeployed stent was placed in the left anterior descending artery (lad). The 23mm valve was deployed with 1ccs of removed volume and no coronary occlusion was noted. In attempting to remove the coronary stent, the coronary stent caught on the valve and the sinotubular junction (stj). The coronary stent couldn¿t be pulled or pushed outside of the valve. Multiple attempts were made, and the stent was ¿stripped off the balloon and was behind the valve.¿  an attempt to snare the stent was unsuccessful. A decision was made to convert the patient to an open procedure. During transfer, the patient became hemodynamically unstable. Cardiopulmonary resuscitation (CPR) was performed. The patient was placed on bypass and the stent was removed. At this time, the patient¿s st segment was evaluated. A left coronary bypass was performed. The valve was explanted, and an edwards surgical valve was implanted. The patient was transferred with the chest left opened after bleeding issues.  Approximately 2 days post procedure the patient expired. The exact cause of death is unknown, however, the family discontinued care. Per report, the sapien 3 valve was ¿deformed¿ due to CPR. In addition, perceived cause was due to low coronary height and a small stj. The patient¿s native annulus measured and area of 397cm2 with no annular calcification. The stj measured 21mm x 21mm and moderately calcified.

Manufacturer narrative:
Reference CAPA-20-00141.